Event description:
The customer called stating that when customer inserts a test strip into the meter, the tops of the numbers are missing. During the troubleshooting process it was determined that there may be missing segments in the display. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.